Event description:
During the laparoscopic cholecystectomy, as the gallbladder and the specimen bag were being removed from the operative site, the specimen bag broke. The bag was outside of the patient when it broke, and the area was checked for the remaining tip of the bag port. The operative site was irrigated. Team members ensured that all the pieces of the bag were accounted for and not in the operative wound site. This event did not result in patient harm or delay in the procedure. Neither the bag or the original outside package was saved. The specific lot number of the product is not known. There was no adverse outcome for the patient related to the event.